Event description:
It was reported during removal of a port, it was noted a portion of the catheter had detached in the pt and migrated to the right ventricle. The attached report indicated retrieval was being attempted. Without the identity of the user facility co is unable to provide any add'l details regarding the circumstances surrounding this event. The device has not been received for evaluation. Therefore, no failure analysis is available. As a lot number was not provided a device history search could not be performed. The co's directions for use outline appropriate placement, access and maintenance procedures.